Event description:
The facility reported an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure code occurred during an infusion. Although attempts were made by baxter, details were not available regarding patient demographics, medication involved, or device programming. Information was not provided regarding whether or not a patient incident report was filed.